Event description:
Patient was admitted and impella cp was successfully placed. The patient encountered purge cassette issues during the first day of impella cp support. Staff described issues with the purge cassette and tubing that included a possible loose connection somewhere and the automated impella controller (aic) detecting "air". Staff selected "de-air", from the purge menu but restarted the machine before completing the process. Patient condition was rapidly declining, so staff elected to grab a second purge cassette from a different pump set, connected it to the same aic and proceeded with implant. Afterwards, impella seems to be oriented toward inferior wall. Doctor at bedside was informed and did not want to attempt reposition. Patient had good urine output however urine was red, indicative of hematuria. Family decided to not escalate case further nor start dialysis.on the third day of support, pump was repositioned and urine cleared, however urine output was significantly down. Additionally, it was received through a report from (B)(6) hospital that the flight crew transporting the patient from parker experienced issues of the aic's touch screen being unresponsive. The care team switched over to their console at some point and quarantined the faulty aic for shipment back to parker. The patient remained on impella cp support for 3 days, however, the family ultimately decided to withdraw care. The impella cp will be conservatively coded for death. Ip1-pec1: (sources: (B)(4)) during flight transport of a cp patient, the flight crew experienced an issue with unresponsive buttons on the automated impella controller (aic). The care team exchanged the aic and isolated for shipment back to the originating care center. It is unclear whether the exchange was due to a continued issue with the buttons or to simply return the aic. Before the aic was returned, it was reportedly turned on and its buttons were working without issue. Ip2-pec1: (sources: (B)(4)) during prep for cp implant, there was a priming problem with the purge cassette. Staff reported a possible loose connection with the purge cassette and tubing, as well as an active "air in purge" alarm. The patient was declining rapidly so staff abandoned the automated impella controller's (aic) guided de-air process. Staff restarted the aic and elected to utilize a new purge cassette from a different pump set. The same aic was used and the cp implant was successful, with no further mention of purge issues. Ip3-pec1: (sources: pt update notes on 10/31 7:30ish, 11/1 10amish, & 11/2 12:20 pmish) during impella cp support, the patient experienced issues with the device in the wrong position. Approximately 6 hours after implant, the impella was noted to be oriented towards the inferior wall but the physician did not want to attempt repositioning. Two days later, the device was repositioned under echo. There were no further mention of this issue. Ip3-pec2: no device malfunctions, please defer to clinician 's rationale.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information provided in d4(primary UDI number); h4. Corrected information has been provided in e1(manufacturer contact fax number). Upon review, it was identified that the information was inadvertently not submitted in the initial report.